Manufacturer narrative:
It was reported to abbott that the patient was experiencing a shocking sensation at the ipg site. Rep reported that the patients ipg was replaced on (B)(6) 2019, no complications, therapy was resumed. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced shocking at the ipg site, surgical intervention was undertaken on (B)(6) 2019 during which the ipg was explanted, replaced and relocated. Issue resolved.